Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the information obtained related to the event and the investigation, a definite root cause cannot be determined. It is unknown if procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured after being inflated for 15 seconds. The lutonix dcb was removed completely and without difficulty. The health care professional (hcp) completed the procedure with a normal pta balloon. No adverse patient effects were reported.

Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter. Under magnification, it was observed the balloon had a small circumferential rupture or tear at the proximal end of the balloon, near the proximal marker band. The balloon also has additional damage distal to the rupture. Functional testing determined the balloon was unable to be inflated due to the circumferential rupture. Conclusion: returned product analysis confirmed the material rupture to be circumferential in nature at the proximal end of the balloon near the marker band. Additional damage was present distal to the circumferential rupture. Requests for event details for the complainant were made, but the complainant was unable to or unwilling to provide further patient, product or procedural details. Thus, a definitive root cause could not be determined based upon the available information. It is unknown whether the patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.